Event description:
It was reported that the event occurred in the intensive care unit. While in the cath lab the intra-aortic (iab) was prepped per instructions. The perfusionist inserted the fiberoptix sensor (fos) slide into the intra-aortic balloon pump (iap-0500 (B)(4)) and received the two tones; the cal key was inserted and the light bulb turned green indicating the iab and been zeroed. The iab was inserted through a sheath into the patient's femoral artery. Two to three hours later, the perfusionist noticed that the light bulb on the console changed from the color green to blue. As a result, the perfusionist performed a manual calibration for the zero. There was no reported pt death or injury. Medical/surgical intervention was not required . There was no reported delay in therapy. As of (B)(6) 2010, the pt is still is on the pump

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.